Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The suture break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported suture break however the additional treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous medwatch report filed, additional information received: reportedly, a cuff miss occurred with the first proglide device. A link break occurred with the second proglide device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other 2 proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the common femoral artery was attempted with the 3 proglide devices after a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6fr. Reportedly, a cuff miss or link break was noticed with two of the proglide devices. A third proglide device had a blocked marker lumen. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is in-training in the use of the proglide device. No additional information was provided.